Manufacturer narrative:
(B)(4). Unknown as information was not provided; unknown as information was not provided; unknown as information was not provided; lot #: unknown as information was not provided; catalog#: unknown but referred to as a cook celect filter; expiration date: unknown as information was not provided; unknown as information was not provided;) unknown as information was not provided; since catalog# is unk the 510(k) could be either k090140, k073374 or k061815. Unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to article: patient a was identified between (B)(6) 2009 and (B)(6) 2011 for nonthrombotic symptoms attributable to her ivcf. Patient a underwent a ivcf placement for perioperative pe. Preoperative computed tomography (CT) scanning determined that the patient had an ivcf tilt of >15 degrees with device strut erosion through the vena cava wall at the time of retrieval. All filters placed at our institution were radiographically confirmed to be upright and below the renal veins at the time of deployment. Patient a presented with back pain and symptomatic hydroureter was found to have an eroding ivcf strut in the perinephric space externally compressing the right ureter. The patient had a successful device extraction using endovascular techniques on the first attempt. Patient outcome: the patient recovered uneventfully and has been followed for 3 years with normal ultrasound and renal function.